Event description:
Low impedance please specify, if known 133 ohms muscle stimulation please specify pocket slim with unipolar pacing oversensing please specify over sensing in unipolar clinical actions for device: capped/ abandoned/ removed dat e device inactivated (if known) lead capped and replaced (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).